Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set fell off during use event on 20-oct-2023 and 21-apr-2024. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1876153 - MDR 3003442380-2024-05047- device 6 of 8.